Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6892067, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation/chest injury concomitant medical products: mentor smooth round moderate plus profile 300cc saline prosthesis, catalog #3502300, serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had a mentor smooth round moderate plus profile 300cc saline prosthesis placed experienced left sided deflation post procedure. The patient was in a car accident at the end of (B)(6) 2019 in which the seat belt compressed on the chest area. On (B)(6) 2019 the patient noted a visible change in the left breast, as it began to appear smaller than the right. As a result, replacement with a new mentor smooth round moderate plus profile 300cc saline prosthesis was performed on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on february 28, 2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).